Event description:
Kit lot p21104-033. Reporting 4 possible false positive results. The first test was positive, second was recollected and negative, same patient recollected a third time and sent to lab for pcr was negative. No adverse event occurred. The used devices were not returned to the manufacturer, but devices manufacture and qc results from the same lots were evaluated with no issues. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.